Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard administration set had a leak in the tubing while being primed with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). One sample in an open pouch was received for evaluation. Visual inspection revealed an elongated cut in the tubing. The set was immersed under water and leak tested. A leak was identified from the elongated cut. The cause was determined to be a machinery issue during the manufacturing process. To address this issue updates were made to the machinery and awareness training was provided to the involved personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.